Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
When inserting the last screw (top right hand corner) the tip of the driver sheared off into the head of the screw and cold welded into it. Surgeon is happy that this tip is fixed into the head if the screw. No delay in surgery. Discarded. No return to manufacturer unless local engineering assessment indicates return is required.